Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms and no external power alarms were confirmed by testing and log file review. The heartmate 3 system controller (serial number (B)(6)) was returned for analysis and a log file was submitted for review as well as downloaded for review. A review of the submitted and downloaded log files showed overlapping events spanning approximately 23 days (16jan2021 ¿ 01feb2021, 08feb2021 per time stamp). Events occurring on (B)(6) 2021 took place during lab testing at abbott. Due to disconnection of black and white power cables, no external power alarms are recorded on (B)(6) 2021 between 14:02:41 and 14:02:52; the backup battery provided power to the system during these events and the alarms which cleared when power was restored. Driveline power fault alarms are captured starting on (B)(6) 2021 at 02:02:22 and repeat constantly until the system controller is exchanged on (B)(6) 2021 at 11:27:14; these coincide with reports of ocp_a_open and pwr_a_broken and occur while connected to either battery power or the power module. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary testing during which it failed due to reports of drive line power faults and fuse a fail. Upon further investigation, continuity testing found fuse f6 (pump motor pwr_a) was open circuit. Fuse f6 was replaced and the system controller functioned as intended on a mock loop; the fuse a fail message was no longer shown on the system monitor. The controller subsequently passed all electrical and operational tests during functional testing and supported pump function on a mock loop for an extended period of time. Additional information communicated on 02feb2021 reported that the technical services team found a small cut/tear in the outer silicone jacket approximately 4 inches from the exit site and that this was repaired. Additional information provided on 24mar2021 stated multiple attempts were made to obtain additional information from the customer regarding the resolution of the alarms following mod cable/controller exchange; however, no additional information was provided. The root cause for the reported event of driveline power fault alarms was conclusively determined through this analysis to be due to fuse f6 having blown; possibly due to the reported cut in the pump cable. The root cause for the no external power alarms was unable to be conclusively determined through this analysis; however, it appears consistent with a dual disconnection of the power leads. The heartmate iii instructions for use section 7 ¿alarms and troubleshooting¿ and the heartmate iii patient handbook section 5 ¿alarms and troubleshooting¿ address how to interpret and troubleshoot alarms, such as driveline power fault, no external power, power cable disconnect and low power advisory alarms. The heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the heartmate 3 system controller (serial number (B)(6) was found to pass all manufacturing and qa specifications before being shipped to the customer on 12aug2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Reference manufacturer report numbers: (B)(4).

Event description:
Reference manufacturer report numbers: 2916596-2021-00607, 2196596-2021-00002. It was reported that the patient was admitted to the emergency department after experiencing driveline power fault alarms. The patient stated that a cut in their driveline caused this alarm, which occurred while she was at another emergency department receiving care. There is a cut on the proximal side of her modular connector, meaning a modular cable replacement would not resolve the issue. The secondary power line passing through the driveline was still providing reliable power to the pump so no pump stoppages had occurred and lvad values are otherwise within normal range. Technical services (ts) reviewed the log files, as well as photos sent by the customer, and reported that the log captured driveline power fault alarms on wire a beginning at 2:02am on (B)(6) 2021. These alarms were believed to have been caused by a short within the controller or damage to wire a, both potentially resulting from the cut to the driveline. Ts recommended swapping out the controller to see if the alarms resolved. If the alarms persisted, ts explained that there is likely internal damage to the wire. At the hospitals request, an engineer could be sent to splice the wire back together. The log also captured a series of no external power events on (B)(6) 2021 that appeared to have been the result of the patient simultaneously disconnecting power from both controller leads. There were also several low power advisories that were due to normal battery depletion. Additional information communicated on 02feb2021 reported that the technical services team found a small cut/tear in the outer silicone jacket approximately 4 inches from the exit site. The team removed approximately 2 inches of the outer silicone jacket, kevlar jacket, and bionate within the compromised area. Upon inspection, no damage was found to the wires. As such, the team did not splice the wires as it was not required. The patient's controller and modular cable were replaced without issue and no alarms/issues were noted after the replacement.